Event description:
It was reported that the pt underwent an open incisional ventral hernia repair on (B) (6) 2009 with preperitoneal placement of mesh. Post-operatively on (B) (6) 2009, the pt presented with a seroma. The site was puncture aspirated. The event is reported as resolved on (B) (6) 2009.

Manufacturer narrative:
(B) (4). (B) (4) - seroma. No conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.